Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# 28/0 biolox delta ceramic head; cat# unknown; lot# unknown device name# restoration adm x3 ins 28/48; cat# 7236-2-848; lot#14122951 device name# unknown shell; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of hip replacement for pain. Surgeon stated upon removal of mdm liner corrosion was visible.